Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Medical records received (hospital discharge summary) on an unrelated customer experience indicates that the peritoneal dialysis patient was previously treated for peritonitis on an unknown date in 2017. Follow up with the patient's peritoneal dialysis nurse indicated that the patient's hospital discharge summary was likely incorrect and that the patient was not previously diagnosed or treated for peritonitis. There was no allegation of a malfunction during the patient's peritoneal dialysis treatments. Additional information was solicited.

Event description:
"."

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.